Event description:
This is 1 of 3 reports linked to mfg report number 3004608878-2024-00090a and 3004608878-2024-00091: a distributor reported that the modified skull clamp (a1059) does not lock. This increased the surgery time for more than 30 minutes. The doctor realized the issue and he was extra super careful, and the surgery finished well without any issues.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the customer's statement was confirmed as valid after evaluating the device. The inspection shows that the skull clamp has a loose swivel lock, and a residue buildup is present. For the adjustment of the lock assembly, new components need to be added to replace worn internal parts. The unit must be marked with instance no.1892030. To resolve the issues, the internal parts were replaced to adjust the unit according to the manufacturer specifications and to clean the skull clamp's swivel lock assembly. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test, and it meets the manufacturer's specifications. Root cause - the complaint is confirmed via inspection of the unit. The swivel lock was loose and there was a residue buildup present. The unit required replacement of worn internal parts and cleaning. The probable root cause is routine use and wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.